Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the small hexagonal scrdriver holding slv(p/n: 314.02, lot number: 2033891) was received at us cq. Visual inspection of the complaint device showed the handle had broken into several pieces. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the handle had broken into several pieces. This matches the reported condition of the handle falling apart. There were no x-rays or photos provided that indicated any embedded fragments. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product code: 314.02 lot number: 2033891: manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2002. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image. The image was reviewed, and the complaint condition could be confirmed as the device handle was broken. The alleged fell apart condition occurred due to the broken handle component of the device. The alleged embedded condition cannot be confirmed as no x-ray or photo was provided that indicates the embedded fragments. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the small hexagonal screwdriver with holding sleeve fell apart while the surgeon was tightening a 3.5mm cortex screw. Another driver was used, and the case was completed without issue. Fragments were generated and easily removed. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report involves one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).